Event description:
It was reported that the user experienced hypoglycemia after relocating the infusion site and receiving correction doses, with a recorded blood glucose of 64 mg/dl and a subsequent plan to eat and monitor for upward trends; the cause was unclear and troubleshooting and education were completed. Symptoms included low blood glucose. Outcomes included no reported hospitalization or long-term impairment. Investigation included review of the reported event and user troubleshooting. Investigation of this case revealed no confirmed device malfunction and no device component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.